Event description:
Customer reports unit shows co2 filter line disconnected message and occasionally loses display, which may have affected co2 monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement main board and replaced te co2 module. The unit was calibrated and safety tested to factory's specifications.